Manufacturer narrative:
It was reported to nevro on (B)(6) 2015 that a patient was sent to the ER after a trial procedure. During the trial procedure, one lead was placed without incident. The second lead was introduced with difficulty. The patient had prior laminectomy and there was a lot of scar tissues. The physician hit the nerve root with the lead tip. The patient experienced pain. The physician removed the leads and aborted the trial. The patient was sent to the ER. MRI was done and no damage was found. The patient was released from the ER and recovered with no sequelae. Nevro's representative followed up with the patient and the patient was looking forward to another trial. The physician had indicated that this event was due to the patient's anatomy and that there was no issue with the device.

Event description:
It was reported to nevro on (B)(6) 2015 that a patient was sent to the ER after a trial procedure. During the procedure, one lead was placed without incident. The second lead was introduced with difficulty. The patient had a prior laminectomy. The physician had difficulty placing the lead due to scar tissue. The physician hit the nerve root and the patient was in extreme pain. The physician removed the leads and aborted the trial. The patient was sent to the ER. MRI was done and no damage was found. The patient was released from the ER and recovered with no sequelae.